Event description:
Medical history included hypertension and hypercholesterolaemia. In 2005 the patient contacted the nurse complaining that he was not feeling well. At the diabetes day centre the patient presented to the nurse with ketonic breathing and palpitations. His blood ketones were high at 5.8, blood glucose at 30.9 and he was admitted to accident and emergency with "probable diabetic ketoacidosis" he was treated with intravenous fluids, hourly blood glucose and urine output, blood culture, ciproxin (ciprofloxacin) and vital signs every 30 minutes. Since the patient was diagnosed with diabetes, it has been reasonably controlled. He has been trained in the use of the devices and does airshots prior to each injection. The patient did not re-use the disposable needles. It is reported that the product in question will be returned for analysis. He claimed that the novorapid insulin was not being delivered through the needle, rather it seemed to be seeping from the cartridge as the novopen 3 was wet. The patient believes the problem to lie with the novorapid penfills as he tried using two different novopen 3 devices with the same result. A crack in each of the novorapid cartridges has been observed by the nurse. The patient recovered from the event in 2005 and was discharged from the hospital three days later. Temperature: 37.7.

Event description:
Product: novopen 3. Lot no.: lv40296. Technical examinations were performed. The movement accuracy of the pistion rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product: novorapid penill 100 u/ml. Lot no.: rt60184. The returned products were examined macroscopically and microscopically. Furthermore, the parameters identity, assay, degradation, and insulin aspart related impurities were examined. A ph analysis was also performed. Also a test for blood and smell was performed. During analysis of the returned products the following was found: one cartridge was found to be normal. The results were found to comply within specifications. In the other cartridge the insulin concentration was found to be too low and the insulin aspart related impurities were found to be too high. This is possibly caused by product storate in direct sunlight. A single or double line of breakage originating at the open end and propagating along the glass was observed. This indicates that the glass has been subjected to squeezing or a light impact. The observed problem occurred after the product left novo nordisk a/s.